Event description:
The pt was overfilled during treatment. The cycler gave a scale 9 alarm during drain 1 which is unexpected at this phase. They reset the alarm and the cycler went back to the priming screen. The pt complained of shortness of breath. The family member turned the cycler off and drained the pt manually. Drain volume was equal to two 3-liter bags. The pt's prescribed fill volume is 2 liters. Pt felt better after draining. There was no serious injury.